Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, upon interrogation an error message occurred suggesting the device was not supported by the current software then the device display an error that the backup vvi mode. After a firmware download, the device resumed normal function. Interrogation was successful, no additional information was available.